Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip plunger rod was damaged. This was discovered during use. The following information was provided by the initial reporter: disposable luer slip syringe 20 ml with tortuous plunger.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and the no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip plunger rod was damaged. This was discovered during use. The following information was provided by the initial reporter: disposable luer slip syringe 20 ml with tortuous plunger.